Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/wife contacted lifescan (lfs) in 2008 alleging that her husband's ultra 2 meter showed a low battery symbol for about two weeks and that her husband has been unable to test his blood glucose since four days earlier. A medical affairs specialist (mas) sent follow up questions and obtained the following information: reporter mentioned that on two days prior to original date, the patient was exhibiting symptoms of hypoglycemia in his sleep ("staring in space like he was hallucinating and was very loud ranting and raving") at 8:00 am. The reporter attempted to test her husband's blood glucose; however, the meter reportedly showed the low battery symbol and she was unable to obtain a reading. The batteries had never been replaced on the meter. She tried to give him some glucose gel; however, was unable to treat him due to his symptoms. She contacted the emergency services and ems treated him with some glucose gel at approximately 8:07am. Paramedics tested the patient's blood glucose five minutes later after treatment on their meter and reportedly obtained a 4.5 mmol/l (81 mg/dl). Paramedics did not test his blood glucose prior to treating the patient with some glucose gel. The patient was not taken to the hospital. The paramedics stayed at the patient's home for 30 minutes. Prior to the paramedics leaving, the patient's blood glucose was "6 something" on the paramedic's meter. The patient has had the meter since 2007. The patient tests his blood glucose twice a day and takes insulin four times a day and is on a set amount of insulin. A normal reading for the patient is between "4-12 mmol/l." The last reading the patient obtained on the meter was on five days prior to original date at 11:31 am with a result of 5.0 mmol/l. Since that day, the patient continued to take his set amount of insulin on a regular basis. Customer care advocate (cca) sent the patient replacement meter, strips and control solution. The complaint is being reported because the patient claimed he had been unable to test due to the reported issue, and a few days later, allegedly suffered symptoms suggestive of hypoglycemia. In addition, he reportedly had to receive treatment from the ems for hypoglycemia after the reported issue.